Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing appeared to be kinked/buckled, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the helix was seen to jump while the physician was trying to deploy it. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.